Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Key anatomic elements that may affect successful exclusion of the aneurysm include significant thrombus and / or calcium at the arterial implantation sites. Ilio-femoral access vessel size and morphology (minimal thrombus, calcium and/or tortuosity) should be compatible with vascular access techniques. According to the IFU, adverse events that may occur and/or require intervention include, but are not limited to vascular trauma (rupture) and surgical conversion. Additionally, the IFU states, adverse events that may occur and/or require intervention include, but are not limited to endoleak. Please note that the medwatch with MFR report # 3007284313-2019-00102 was emailed to FDA on april 8, 2019 to cover the vessel rupture caused by gore® molding & occlusion balloon catheter.

Event description:
On (B)(6) 2019, this patient underwent an endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. The devices were deployed at the intended position with no reported issues. An intraoperative angiography identified a distal type I endoleak from the right side pertaining to the contralateral leg component (plc201000j/15759404), and therefore a touch-up ballooning was performed using a gore® molding & occlusion balloon catheter (mob37/20149272) to repair the endoleak. During the ballooning, the patient¿s blood pressure significantly decreased. Rupture of the right external iliac artery was suspected. Another contralateral leg component was implanted to extend the right leg and cover the rupture, and open surgery was simultaneously undertaken to ligate the right internal iliac artery. Another angiography showed resolution of the rupture, and the procedure was concluded. As the access site was being closed, the bleeding occurred again from the rupture. The physician elected to repair the rupture surgically, and remove the plc201000j from the patient. The patient tolerated the procedure. The physician reportedly attributed the rupture of the right external iliac artery to the touch-up ballooning to repair the endoleak. It was also reported that the patient¿s external iliac and internal iliac arteries were calcified.